Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2016.

Event description:
It was reported that there was intermittent far field r-wave (ffrw) on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.